Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensor. The investigation concluded that there were not any new nonconformances identified with the product, as the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. During the relevant review period of one year prior to case awareness date there were no trips. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2018 she received a sensor scan result of 6.8 mmol/l from an adc freestyle libre sensor that was higher than she felt. Customer experienced hypoglycemic symptoms of dizziness and lightheadedness and requested a lemonade to consume from her daughter. Customer further reported that she then lost consciousness and had a seizure, and was taken to the hospital in an ambulance. At the hospital, she was given an unspecified intravenous drip for treatment and was discharged the next day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 she received a sensor scan result of 6.8 mmol/l from an adc freestyle libre sensor that was higher than she felt. Customer experienced hypoglycemic symptoms of dizziness and lightheadedness and requested a lemonade to consume from her daughter. Customer further reported that she then lost consciousness and had a seizure, and was taken to the hospital in an ambulance. At the hospital, she was given an unspecified intravenous drip for treatment and was discharged the next day. There was no report of death or permanent impairment associated with this event.